Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our canada affiliate that during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, the aortic root was calcified extending into the left ventricular outflow tract (lvot) making crossing the native valve with a straight wire difficult and advancing the non-edwards catheter across the valve difficult also. Pre-dilation was performed using a 20mm non-edwards balloon. The valve was deployed at nominal volume. The 26mm commander delivery system (ds) balloon ruptured at the end of inflation, the balloon was easily removed from the annulus, but resistance was met when pulling balloon back into the 14f esheath+. The sheath and ds were then removed as a single unit, and a new sheath was inserted to enable post-dilation with a 25mm non-edwards bav balloon. There was mild paravalvular leak observed post dilation due to the calcium burden, but the implanting team was satisfied with the result. The second sheath was then removed, and the access site was closed. The patient remained in stable condition throughout the procedure. The perceived root cause of the event was calcified anatomy.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed, the commander ballon burst and bunched towards the tip and the esheath liner bunched at the distal end. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the aortic root was very calcified with calcium extending into the lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.